Event description:
The st. Jude medical rep reported that the device has reached eol prematurely. At the previous follow-up in 2001, the unloaded battery voltage was 3.0v. In 2002, the unloaded battery voltage was 2.55v the ICD will be explanted and returned for analysis.